Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), a cerebrospinal fluid (csf) leak was reported to have occurred. It was reported that the neurosurgeon was in the operating room (or) when the issue occurred. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was believed to be one centimeter. A software investigation was conducted into the reported issue. Two discs were provided for the investigation. One disc was reported to have functioned as designed when loaded onto a navigation system. The other noted to have computed tomography (CT) images that were not to protocol. The investigation concluded that the software functioned as designed.